Event description:
New information received notes that the right atrial (ra) lead and the right ventricular (rv) lead were explanted and replaced. During the procedure, while explanting the leads, it was noted that both leads exhibited insulation damage. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead and the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. The patient will be further monitored. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported events was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.